Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t2 of the fast fix device was deployed and it was pull out when the needle was withdrawn. T1 was removed from the patient using tweezers. The procedure was successfully completed using a back-up device. It is unknown if there was a surgical delay due to the reported event and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. The insertion device was returned in the pret1 setting with the implants returned in the channel, the suture was looped outside the channel at the distal end of the insertion device. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t2 of the fast fix device was deployed and it was pull out when the needle was withdrawn. T1 was removed from the patient using tweezers. The procedure was successfully completed using a back-up device. There was a surgical delay less than 30 minutes and no further complications were reported.